Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report is being made as part of a retrospective review. No further testing or investigation will be performed. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.